Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call battery cap damage. Customer's current blood glucose level was 171 mg/dl. Customer advised they cannot replace the battery on the insulin pump because, they cannot seem to get the battery cap off. Troubleshooting for the battery cap was performed. Customer advised that they had low blood glucose and the paramedics had to come break their door down to get them up. Customer advised they had too much insulin via manual syringe because they could not get their insulin pump to work. Customer advised the paramedics injected him with something that he is not sure of. Customer advised their insulin pump is now alarming failed battery test. Customer was able to get the battery cap off using a quarter. Customer advised the battery cap is striped and damaged. Customer was advised they will be sent a new battery cap.